Manufacturer narrative:
The lot was manufactured from july 2, 2020 - july 6, 2020. The actual device was not available; however, videos of the sample were provided for evaluation. A visual inspection of the video was performed which observed leak (backflow) at the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was observed while filling the device with saline solution prior to patient use. The device was filled with saline solution 0.9% and 3 ampoules of 5-fluorouracil 500mg. There was no patient involvement. No additional information is available.